Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and some of the buttons are stuck. The customer's blood glucose reading was 86mg/dl at the time of incident. Troubleshooting found that the customer wore the pump in an airport scanner. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No displacement anomalies, pump error 130, pump error 37, pump error 38, or unexpected insulin flow blocked alarms noted. The motor was tested outside of the device and passed. No damage on keypad assembly was found during visual inspection. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.